Event description:
It was reported that the patient had their device for 7 days and nothing was happening. Their doctor repositioned the leads and left the unit for another 5 days and it never worked for the patient. The patient had their system removed and 3 days later, they got a terrible headache and after about 5 days their doctor determined that the patient was leaking spinal fluid, either from the repositioning of the leads or the removal of the leads. The doctor had the patient drink clear, highly caffeinated drinks and lay flat. The headaches slowly got better and eventually went away after about 7-10 days of off and on caffeine treatment.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4). The complaint came from a social media forum post with no patient names present.